Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient developed a hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was hospitalized for the event and underwent hernia repair surgery. The patient was discharged from the hospital after three days. The patient was reported to have recovered from the hernia. Dianeal therapies were ongoing. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.